Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report the patient outcome was not reported. On an unreported date, the pd catheter was removed. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was treated with gentamycin (30mg, route, frequency and duration were not reported), vancomycin (day 1/5 and 10, 2g, route, frequency and duration were not reported)), ceftazadine (1.5g, intraperitoneal, 14/7, frequency and duration were not reported), nystatin (orally, 5/7, dose, frequency and duration were not reported). At the time of this report, the patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.